Event description:
It was reported to covidien on 10/6/2009 that a customer had an issue with gauze. The customer reports during use, the gauze shed loose fibers and the surgical site required cleaning/irrigation.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.